Event description:
Customer reported the system locks up when viewing cine runs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operated as intended. (B) (4).